Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event: the event occurred in 2018, however, the month and date of the event were not reported. Pro code is krd/hcg. (B)(4). Initial reporter information such as facility name, address, and the name, phone and email address are unknown. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, several attempts were made to detach the deltafill 10 3mm x 8cm coil (dlf100308 / lot# not available) but the coil did not detach; it was also reported that during the attempt to detach the coil, movement was created in the microcatheter. There was no report of patient injury or adverse event.